Manufacturer narrative:
Device has not been returned to manufacturer as of the date. Lot history review revealed no anomaly related to the reported event. No other product experience report was received for this lot.

Event description:
Reportedly, the astatoxs20 guidewire was used in conjunction with support catheter to attempt crossing of cto lesion at distal sfa to proximal popliteal artery. The guidewire was unable to cross distal cap, which was heavily calcified. When the physician attempted to remove the guidewire the distal tip of the guidewire remained in the lesion and the guidewire uncoiled. Attempts were made to pull the guidewire back through the sheath, but the coil snapped off, leaving the distal tip of the guidewire in the distal segment of the lesion and the coil of the guidewire extending into the sfa. Femoral-popliteal bypass was then performed and all portions of the guidewire was retrieved, leaving none in the patient.